Manufacturer narrative:
Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the report of elevations in power and estimated flow could be confirmed through the evaluation of the submitted log file. The account attributed the power elevations to hypertension. A direct correlation between the device and the reported events could not be conclusively determined. The submitted log file contained data from (B)(6) 2024 through (B)(6) 2024. Power and flow elevations were captured, some of which were captured during pulsatility index (pi) events. The pump appeared to function as intended above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events including hypertension, neurologic dysfunction, and stroke that may be associated with the use of heartmate ii lvas. The document also addresses pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also states, "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate." The IFU lists hypertension, neurologic dysfunction as a potential late postimplant complication. It also provides information on anticoagulation, including inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with confusion and hallucinations. Upon interrogation of their ventricular assist device (vad), it was noted that the pump powers had been running higher than baseline beginning (B)(6) 2024. The patient was hypertensive 148/64 which was treated. Labs were baseline with normal end organ function, and lactate dehydrogenase (ldh) at 280. Their international normalized ratio (inr) was supratherapeutic at 3.7. Log files were submitted for review.  The event log noted continuous power/flow elevations since 26jun2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: updated codes. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was mildly hypertensive 148/64 which was treated. The patient had a computed tomography (CT) scan done of the head, and a computed tomography angiography (cta) scan done of the head and neck. The CT showed chronic right frontoparietal infarct. The cta head and neck showed severe left internal carotid artery (l ica) stenosis (70%). Electroencephalogram (eeg) had diffuse slowing with diffuse background disorganization that was indicative of nonspecific mild diffuse or multifocal cerebral dysfunction. Neurology and psychology were consulted, and the patient was started on losartan 12.5 mg daily. The altered mental state was thought to be encephalopathic and not related to a primary psychiatric illness. The elevated pump powers had resolved and there were no further episodes of confusion. The patient was being evaluated as an outpatient for dementia. Log files were submitted for review. It was noted that the patient was to have a sleep study, with follow up appointments with neurology. The patient was to stop at home xanax (alprazolam).